Manufacturer narrative:
Retainer ring = black . Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was unsuccessful. A critical pump error (open book image) alarm appears while holding down the go back, down buttons. The force sensor zero offset measured within spec = 23.7 mv. After inserting a known good pcba2 and a known good pcba1 into the test case, the unit booted up normally. After plugging a known good pcba2 into the test pcba1 and then into the test case, the unit also booted up normally. Finally after plugging the test pcba2 into a known good pcba1 and then into the test case, the unit booted up normally as well. The unit was received with water on the inside of the lcd window. After visual inspection, there is corrosion in/around the following: battery board; pcba1--j7, j6, j5, components located at both the bottom and the top of the back side, j1, j2, u2, terminals of the keypad, motor, and lcd flex cables; pcba2--j1. In summary, the critical pump error (open book image) alarm and the inability to upload are due to pcba2 and the moisture damage on both boards. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.